Event description:
It was reported that an everest set screw migrated from l4, approximately three weeks post-operatively. The patient was revised to remove and replace the migrated set screw.

Manufacturer narrative:
The returned everest set screw was visually and functionally inspected. The underside of the set screw showed slight deformations. Typically, when a set screw is properly mated with a fully seated rod and final tightened, a single line across the diameter of the set screw will be present indicating proper positioning and tightening. In this case, it was observed that this marking was not present on the device. Slight deformations can be seen on either side of the set screw diameter, but not fully across the center of the device. This indicates that the set screw was not in full contact with the rod. This can occur if the rod is not fully seated in the tulip head, if the set screw was not properly final tightened using the appropriate instrument, or if the rod has an extreme convex shape. The set screw was functionally tested by assembling with the complaint screw and a new screw. The threads were able to engage and the set screw successfully assembled with both screws. Complaint history records were reviewed for this lot, and no similar complaints were identified. From the everest surgical technique guide: if no reduction is necessary, the everest set screw may be inserted into the everest implant housing using either the long or short provisional screwdriver. Ensure the instrument is perpendicular to the caddy when engaging the hexalobe tip with the everest set screw. Due to its modified square thread design, the everestset screw helps facilitate introduction and may reduce the potential for cross-threading. Note: final tightening must be accomplished with a torque limiting wrench or torque indicating wrench. Final tightening of the everest implants is achieved utilizing either the anti-torque alignment tube or the cicada attached to the anti-torque handle. Ensure the sliding mechanism of the anti-torque handle is facing up to lock onto the instrument. Slide the handle over the small diameter of the tube and then push down onto the hex portion of the instrument. To disengage the handle, pull back on the sliding mechanism and lift up. Insert the torque wrench into the top opening of the assembled single action anti-torque rod reducer or anti-torque alignment tube and anti-torque handle before positioning the screw. Introduce the torque wrench tip into the everest set screw, and then slide the assembled handle down and engage the screw. Final torque tightening may now be performed. The torque indicating wrench or assembled torque limiting handle and torque limiting shaft both achieve 90 in-lbs of torque for final tightening. The torque limiting wrench will ¿pop¿ once the necessary torque is achieved. The proper torque level is achieved with the torque indicating wrench when the line and the arrow meet. It cannot be confirmed if the rod was fully reduced before set screw placement, or if the set screw was final tightened utilizing the appropriate instrument per the surgical technique guide. The cause of the set screw migration can be attributed to user error.

Event description:
It was reported that an everest set screw migrated from l4, approximately three weeks post-operatively. The patient was revised to remove and replace the migrated set screw.